Event description:
It was reported that a user of the ilet insulin pump experienced repeated occlusion and restart alerts over several days while using a contact detach infusion set with a reported blood glucose of 307 mg/dl, which resolved after the user changed supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery that required supply replacement without hospitalization. Investigation of this case revealed an insulin flow obstruction consistent with an infusion set occlusion leading to consecutive stalled motor alarms, with resolution following infusion set and supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion leading to interrupted insulin delivery.